Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the mtm.

Event description:
It was reported that during a training/demo of the da vinci system, when the field service engineer (fse) began the training session, they started the system, and the system displayed error code 23009. The fse swapped out the remote arm controller (rac) and determined that the problem was with the master tool manipulator right (mtmr). There was no report of patient involvement.